Event description:
It was originally reported the patient was referred for prophylactic replacement. Further information was received that the patient's wife reports two recent seizures which is increase in frequency. The device was stated to be at a lower battery status. Clinic notes were received and stated the patient's battery is at the lower battery status "due to high settings". It was stated that the patient "frequently has seizures and had a major seizure". The patient's device was explanted and replace due to prophylactic reason. The patient's replacement surgery facility is a no return site therefore the explanted device has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's seizure are at vns baseline. Notes were attached which stated "the patient saw a significant decrease in seizure frequency once he was able to undergo vns therapy. The patient is also able to swipe his magnet and effectively break/shorten breakthrough spells when they do occur. The patient's battery has depleted and is scheduled to be replaced." It was stated that the battery should be replaced as soon as possible as the battery is "almost critically depleted it is likely his vns is not functioning at full capacity and as a result has started to see increased seizures with 2 grand-mal spells within the past week. These spells leave him depressed, confused, and fatigued for days following each event. It is critical that he undergo surgery to have his battery replaced in order for him to continue to receive proper vns treatment. Vns treatment has been an essential adjunct treatment for the patient's epilepsy and it has been very effective at controlling his spells and avoiding draining post-ictal spells. Also, if his seizures become less controlled his risk of sudep increases exponentially putting him at risk for death". No surgical intervention has been reported to date. No additional relevant information has been received to date.